Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1-2. On the week of (B)(6) 2019, the patient was re-hospitalized for shortness of breath and had an increased mr of 2.the clip was stable on both leaflets. On (B)(6) 2019, the patient underwent a second mitraclip procedure to treat the shortness of breath. It was noted that the patient was hospitalized a few times and had shortness of breath. One additional clip was deployed, reducing mr to less than 1. The patient remains hospitalized and it is unknown if the patient still has shortness of breath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.